Manufacturer narrative:
Concomitant medical products: 6957j-58 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was frequent intermittent atrial noise/ over-sensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was high atrial high rate/ mode switch counters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.